Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the returned set shows that the spike was broken through the middle of the spike of the drip chamber. Further inspection of the spike indicates that an excessive force was applied perpendicular to the longitudinal axis of the spike causing it to break because there is material of the spike remaining that is bent at an angle representing where the force was applied. A device history record review could not be performed on model 2420-0007 because a lot number was not provided by the customer. The root cause of the issue seen in the complaint is excessive force being applied to the spike causing it to break in half. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: one sample was received for quality investigation. The customer complaint of component damage was verified by visual inspection. Evaluation of the returned set shows that the spike was broken through the middle of the spike of the drip chamber. Further inspection of the spike indicates that an excessive force was applied perpendicular to the longitudinal axis of the spike causing it to break because there is material of the spike remaining that is bent at an angle representing where the force was applied. The root cause of the issue seen in the complaint is excessive force being applied to the spike causing it to break in half.

Event description:
It was reported that the gem v/nv 20d 1cv 2ss dehp free experienced a broken spike. The following information was provided by the initial reporter: material no.: 2420-0007 , batch no.: unknown. I went to change IV fluid bag from fluids to heparinized saline because pt reached goal feeds and no longer needed fluids. Fluids were d10, 0.2 with kcl, when I changed bag over the IV spike broke off into the fluid bag- pt then required a complete line change because fluids were infusing down to the hub of a central line, prompting an un-necessary access